Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, before cutting the distal femur, the team was kicked out of the case with a "system time out: the robotic drill as been deactivated" error. After that, upon re-entering the case. The drill connection screen was flickering on an "x" and a check mark without the drill plugged in. It was unable to read a drill connection. At this time, the real intelligence cori was shut off, restarted and new case created. However, at this point cori console again was unable to proceed when loading the burr an error was given prompting incorrect burr. They tried swapping long attachment without any success and same error. It was thought that the cause of the error was coming from the front panel drill connection port. Surgery was performed after a non-significant delay, changing to manual procedure. No patient complications were reported.

Manufacturer narrative:
The real intelligence cori, part # rob10024, serial (B)(6), used for treatment, was returned for evaluation. System log files and screen shots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing of the console found that it was functioning normally. No issues connecting or running drills was observed. Reviewed log files and screen shots from the date of incident. The reported problem was confirmed. Log files from the date of incident show multiple system time out errors occurring with two different drills, and also several failed calibrations. This does not appear to be a console fault. Although the reported problem was not confirmed through a visual or functional evaluation, log files from the date of incident show multiple errors in relation to the drills' exposure motors. Since the reported issue could not be reproduced, the most likely cause seems to have been related to the drills used. Possibly related to faulty or intermittent exposure motors, a mechanical blockage, or intermittent wiring connections in the drills used. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.